Manufacturer narrative:
Results: weight distribution issue. Conclusions: a stool will be placed under the head area, so it will not tip again.

Event description:
It has been reported that on (B)(6) 2011, there was an incident in which the bed in use for a cataract procedure started to tip "head down" as we were positioning the patient. The patient was (B)(6). We were using a stryker eye bed with a weight limit of 500 pounds ((B)(4) model #1079). The incident occurred as the patient raised her legs up for pillow placement under her knees. No injuries resulted from the incident.